Event description:
It was reported by the rep that during an unknown procedure the clips were falling off the tissue. A second device was used to complete the procedure with no patient consequence. One device to be returned for analysis. There is no further information about the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.